Event description:
Boston scientific received information that during a device replacement procedure, this chronic right ventricular (rv) lead exhibited normal lead measurements and remained in service with the new, non-boston scientific device. Two days later, the patient¿s heart rate was found to be 50 bpm. Interrogation of the device found the rv pacing impedance measurement was greater than 3,000 ohms, and noise was observed on the rv channel. A loose terminal pin or setscrew was suspected. Two days later, the device was checked again and the pacing impedance remained greater than 3,000 ohms. Loss of capture was observed at maximum pacing outputs. The device was reprogrammed to aai until a revision procedure could be performed. The revision procedure was performed two days later (6 days post-replacement procedure). Blood infiltration was noted in the rv port. The lead was tested on the pacing system analyzer (psa) and normal lead measurements were obtained. The device was replaced with another non-boston scientific device and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.